Manufacturer narrative:
(B)(4). Concomitant medical products: 00620205022 shell porous with cluster holes 50 mm 62898772, 62898772 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 standard offset 62897552, 00631005032 liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells 62827795 , 00877503203 bioloxâ® delta, ceramic femoral head, l, ã¸ 32/+3.5, taper 12/14 2769949 . Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right hip arthroplasty on an unknown date. Subsequently patient feels like the implant is out of place. Patient has been experiencing discomfort since implantation. Patients daughter believes two out of the four components have been recalled.